Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's clinical diabetes educator reported via phone call that the insulin pump had multiple pump error alarms including unexpected restart. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting explained the alarms to the educator and how to clear the alarms and advised to have the customer call back to further troubleshoot. There was no further information provided by the customer or by troubleshooting.